Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed, and the plug could not be released. When depression of the button was attempted, the button would not depress at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The entire device was retracted, and the device was attempted to be deployed outside the patient¿s body; it was forcibly pressed down, and the plug was released. The procedure was right femoral artery radiofrequency ablation. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use (IFU). The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator; however, the indicator window did not change to solid black. The indicator window did not show solid black at that time and did not show any red color during retraction. An unknown catheter sheath introducer (csi) was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. There was mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure. The procedure used a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. The device will be returned for evaluation